Event description:
Fnc 2011/02100. Incident occured on (B)(6) 2020 in (B)(6) - "screw was broken when entering the tunnel two-thirds of its length".

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. Surgical time increased over than 30mn: potential revision of the anesthesia protocol. To complete our investigations, we requested additional information: is there a clinical consequence for the patient? Did the surgeon indicate that the device caused or contributed to serious injury? / the incident report indicates a surgical time increased over than 30mn: could you confirm this information? If yes, how long? Did this delay necessitate a revision of the anesthesia protocol? Did this event occur during an initial or revision surgery? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event? If yes, could you explain please? Was the surgical technique being followed? Any deviations? What was used to complete the procedure (part and lot information)? Has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020? If yes, before or after the date of incident? In addition, according with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Recurrence with the same distributor / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of products. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed. First ligafix check list transmitted to distributor on 10 november 2020 for test. Follow up 1 - device evaluation. This batch of screws does not present any manufacturing anomaly, it complies with specifications. The screw head broke where the core changes ø and becomes conical and where the ø increases to ø9. The surgical technique, requiring the use of the ligafix?® 60 adapted to a tunnel at least equal to its ø, was not followed. The whole head ø9 cannot easily pass the cortical bone when the diameter of the tunnel is smaller (in this case, ø8 tunnel), which can cause it to break and to detach from the threaded part of the screw. The medical device was not used properly, the tunnel was drilled at ø8mm whereas it is specified in the ligafix®60 IFU: the drilling diameter of the bone tunnel must be at least equal to that of the screw. ·

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. Surgical time increased over than 30mn: potential revision of the anesthesia protocol. To complete our investigations, we requested additional information: is there a clinical consequence for the patient? Did the surgeon indicate that the device caused or contributed to serious injury? The incident report indicates a surgical time increased over than 30mn: could you confirm this information? If yes, how long? Did this delay necessitate a revision of the anesthesia protocol? Did this event occur during an initial or revision surgery? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event? If yes, could you explain please? Was the surgical technique being followed? Any deviations? What was used to complete the procedure (part and lot information)? Has the surgeon been sensitized / informed following the webinar trainings organized by (B)(6) in 2020? If yes, before or after the date of incident? In addition, according with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Recurrence with the same distributor / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on (B)(6) 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of products. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed. First ligafix check list transmitted to distributor on (B)(6) 2020 for test.

Event description:
(B)(4). Incident occured on (B)(6) 2020 in (B)(6). "Screw was broken when entering the tunnel two-thirds of its length".